Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that a few weeks ago, she went through 3 sets in 1 day. Customer explained that her blood glucose was high and they were not coming down, so she continued to remove and replace the sets. Customer's blood glucose finally came down before bed. Customer discarded the sets. Customer declined troubleshooting for the high blood glucose. Customer stated that her blood glucose was in the 400's mg/dl.